Event description:
User's attorney alleges wheelchair malfunctioned causing the use to fall face first from ramp. Attorney alleges seatbelt failed and user was not restrained. As a result of the incident, the user sustained a fractured wrist, c4-c5 neck fracture, abrasions and 3 broken teeth.